Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for explant of the pulse generator due to inadequate low voltage output, and advisory status. The device was explanted and replaced. Further information was requested but not received.